Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose of 534 mg/dl with nausea and emesis associated with an alleged cartridge issue. Reportedly, the patient was taken off the pump and was hospitalized and treated by their health care provider with insulin via injection and intravenous fluids. During troubleshooting with customer technical support, the reporter stated that there were both air bubbles and a leak present. It was noted that the patient discovered insulin leaking at the luer lock. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged cartridge issue.